Event description:
There was no device failure, malfunction, or complaint reported. This pt was undergoing a coronary artery bypass graft procedure. During cardiopulmonary bypass, there was difficulty administering retrograde cardioplegia via the endocoronary sinus catheter. The catheter position was adjusted, which appeared to correct the problem. Subsequently, a small hemorrhage was noted from a coronary train. This was repaired uneventfully, and the operation was successfully completed as intended.